Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event unknown

Event description:
It was reported the device exhibited a downstream occlusion. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn dso seal, and a worn keypad overlay. A review of the device's event history log found a record of a ?downstream occlusion' alarm. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).